Event description:
The pacs system's server required a complete system rebuild due to ibm firmware issues. When this occurs, there is a potential for patient data loss or data corruption on the server.

Manufacturer narrative:
This is computer hardware. The pacs software runs on the hardware. In this case the firmware was successfully updated and the system was stabilized. The patient data was backed up prior the firmware upgrade. The likely cause of the malfunction is that the firmware version, the hardware was not up to date. This is not a single use device.